Manufacturer narrative:
The customer reported 12-lead ECG v1 and v6 signal loss. There was no report of pt impact. A philips field service engineer evaluated the device, confirmed v6 signal loss, and resolved the issue by replacing the leads ECG trunk cable.

Event description:
The customer reported 12-lead ECG v1 and v6 signal loss.